Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4: this is a non-sterile device with no expiration date. Block h6: device code a180104 captures the reportable event of foreign material.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2023. During scope cleaning, a hair noticed inside the brush packaging. The procedure was completed using another of the same brush. There was no patient involvement with this event.